Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing and no parts were replaced. It is not verified that the event was inoperable, and that a malfunction occurred.

Event description:
It was reported that during a esophagectomy procedure, the teflon detached from the device. Unknown how case was completed. There were no adverse consequences to the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). After several requests, the device was not received for analysis the batch history records were reviewed with no anomalies during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.